Event description:
It was reported that rn is experiencing constant high pressure alarms & iab pump would not deliver helium. Rn checked helium tubing for evidence of kinks and found none. Arrow clinical support asked rn about angle of entry, & rn said the site appeared straight; however, the patient was complaining of tenderness just above the insertion site. Rn also said the bpw (balloon pressure waveform) was squared off. Rn faxed pump strips to clinical support & it was found that waveform had a classic kinked appearance. The suggestion was made to the rn that a kink may be internal & md should be notified to remove the iab. Refer to 1219856-2007-00156 for the first event involving this patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.